Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for tube cap burrs with the incident lot was observed. Based on the investigation, the root cause for the burrs was determined to be flash from a specific hemogard shield mold.

Event description:
It was reported bd vacutainer® 9nc 0.109m plus blood collection tubes had a burr on the side of the cap that injured the custome's finger. No serious injury or medical intervention reported.